Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the phrenic nerve stimulation due to dislodgement was noted on the patient's left ventricular(lv) lead. The lead was explanted and replaced. The patient was discharged.